Event description:
Revision of an amk knee polyethylene for pain. On opening knee metalosis present. Poly had cracked in several places and was worn on the lateral side.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, the method of sterilized in combination with the length of shelf time prior to implantation could be possible contributing factors. Published literature and the industry have suggested gamma irradiation in air may contribute to oxidation of uhmwpe over time. The investigation did not identify a need for corrective action. The product is a discontinued item.